Event description:
It was reported the xenon light source had a broken tube inside of the scope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the following investigation, it was confirmed that the end of the scope was stuck inside of the scope connector. Therefore, it was presumed that the procedure was cancelled due to the event of the scope connector not being able to connect. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when you put the scope inside the light source, the tube of the scope was broken inside. The issue occurred during preparation for use. There were no reports of patient harm.